Event description:
I had 2 softwave skin tightening treatments on my face by dr. (B)(6). I was told there are no serious side effects and this is a minimally invasive treatment that is supposed to help tighten my skin and improve the quality. Instead, it left me deformed. My eyes sunken and I lost facial fat in my cheek and temple area.